Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The failure mode was reproduced on an engineering bench. The battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a battery failure red alarm that was resolved by switching to another aic. No report of patient harm or injury.